Event description:
The lay user/pt called lifescan (lfs) in 2008, and alleged that her one touch ultrasmart meter was giving her inaccurate readings. The med affairs specialist (mas) spoke to the pt eighteen days prior, and verified the following info. The pt mentioned that the issue with the meter started quite a while ago. The pt claimed of administering inaccurate amount of insulin to herself due to the meter issue. She was taking insulin nph based on the sliding scale. She also takes metformin 1000 mg twice daily and 1 pill of actos 45 mg every morning. She reported of feeling breaks on sweat sometime after the issue. The pt did not receive any medical treatment to treat her symptoms at that time. She was unable to recall what day and time was that when she had developed symptoms. She was also unable to recall what kind of readings did she get and how much insulin did she administer herself prior to developing symptom. The pt had visited her doctor sometime after that. She mentioned that her meter and the doctor's meter were compared at the doctor's office. The pt was unable to provide the readings received. The pt mentioned that the doctor told her that her diabetes was bad and changed her diabetes medication. She stated that her doctor told her that her meter was reading inaccurate low. Now, she is taking humalog insulin along with the same dosage of metformin and actos. The customer service agent (csa) verified that the pt was using correct method to test and to clean the puncture area, she was reading the meter right side up, and the sample was drawn from an approved source. Replacement products have been sent to the pt. This complaint is being reported as an adverse event, as the pt claimed of administering inaccurate amount of insulin based on the reading received on the meter and later felt sweatiness, which can be associated with severe hypoglycemia.

Manufacturer narrative:
Lifescan has requested the return of the subject products for eval, but has not yet received it. If the meter is returned, lifescan will eval it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.